Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to use the insulin pump because the reservoir kept falling off. The customer was unable to see the black rubber circle inside the reservoir compartment. They were able to see the edges of the plastic that were broken. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and does not stay locked in also, missing the reservoir tube o ring. The insulin pump had cracked case at display window corners, minor scratches on the lcd window and the end cap sticker.